Event description:
The event is reported as: alleged issue: during use on the pt in operating room, the retractor got loose gradually without being noticed and the opened abdomen part of the pt was suddenly closed. No reported injury.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.